Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer stated that the act and esc buttons may be sticking. Customer stated that he may have dropped the insulin pump. Insulin pump will need to be replaced. No additional info provided.